Event description:
The customer's father reported that his son was being admitted to the hospital with hypoglycemia. On (B)(6) 2013, at 6:00 am, his blood glucose was 64 mg/dl. The father stated several times that he did not believe it was because of the pod, but said that the doctor would be evaluating his son to determine if any setting adjustments were needed and to ensure that it was not caused by the pod or pdm. He said that recently the doctor had adjusted the basal setting from 1.2 units/hour to .5 units/hour.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider" and "even if you cannot check you blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises, "if blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance. Repeat steps 2 and 3 until blood glucose is within the bg goal."